Event description:
It was reported that a patient is having many of the same symptoms post-operatively that they had prior to having a mobi-c device installed. No further information was provided.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product not returned and photos not provided. Device evaluation unable to be completed. Potential cause: root cause was unable to be determined. This event could possibly be attributed to unknown patient or operational factors. DHR review: DHR review unable to be performed as lot information is not known. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that a patient is having many of the same symptoms post-operatively that they had prior to having a mobi-c device installed.